Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Manufacturer narrative:
Additional information received: adding UDI#: (B)(4). Adding implanted date: on (B)(6) 2023. Adding explanted date: on (B)(6) 2023. This is a follow up report for this additional information. Device received for this event is being corrected from unknown atis implant catalog # unknown atis implant to astratech impl ev 4.8s 9mm os catalog#: 26342. This is a follow up report with this corrected information.